Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Later healthcare professional reported "prosthesis rupture during the ultrasound examination". "Patient underwent replacement surgery, confirmed left side prosthesis ruptured".

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6 e1. Continued e1 phone number: (B)(6). Laboratory analysis summary: the device related to the reported event rupture was received on november 03, 2025, with lot number 2465314. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening and more than three openings through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "replacement due to prosthesis ruptured". Later, healthcare professional reported "prosthesis rupture during the ultrasound examination". "Patient underwent replacement surgery, confirmed left side prosthesis ruptured". This record is for left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "replacement due to prosthesis ruptured". This record is for left side. Device was explanted and replaced.